Manufacturer narrative:
The electrode lot number was y4118 with an expiration date of 04-may-2025. The field service engineer found the syringe seals were worn. He removed and replaced the syringe seals and gear pump head. He ran calibration and qc and the customer ran a patient comparison which were all acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas ise module (double). The initial sodium result was 128 mmol/l and the repeat result from another analyzer was 134 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.